Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. Initially, this lead will be repositioned however it was noted during the procedure that there was some opportunity for infection thus the physician decided to remove the system. The rv lead distal tip was sent for culture. Additional information revealed the dislodgement was observed via x-ray during initial interrogation at the emergency room. The field representative does not know the result of culture and did not observe any evidence of vegetation on neither the lead nor the pocket. Further, the physician did not believe the lead contributed the infection. The rv lead was not returned and a new lead was successfully replaced. No additional adverse patient effects were reported.